Event description:
Becton dickinson 30 g 1/2 inch needle was supplied as part of an administration kit for an intraocular injection of the pharmaceutical eylea. Upon attempted injection, the needle was not patent.